Event description:
(B)(4). I had abdominal/pelvic pain, headaches, pain throughout my body including legs, dizziness, brain fog/memory issues, weight gain, lack of libido/painful intercourse, depression and anxiety. Had to have total hysterectomy to remove device (B)(6) 2017.